Event description:
This is a spontaneous report by a physician via the (B)(4) health agency of fever, shivers, vomiting, diarrhea and peritonitis in a patient coincident with dianeal pd1 therapy for chronic kidney disease and continuous ambulatory peritoneal dialysis (capd). It was not reported if dianeal therapy was ongoing. On (B)(6) 2012, the physician stated that the patient experienced suddenly a high body temperature of 40c. The patient was shivering, felt cold with a diffuse abdominal pain, vomiting and diarrhea and later noted a cloudy effluent. The patient was diagnosed with peritonitis manifested by abdominal pain with a cloudy effluent. On an unreported date, the patient was hospitalized. On an unreported date, the patient was treated with kefzol, geramicyne and klavocin. This peritonitis event has not resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.